Event description:
It was reported that the bladder of an infusor ruptured during filling of the device with a cytostatic product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified the ruptured bladder. Microscopic inspection found markings on the exterior surface of the bladder near the rupture line. The reported issue was confirmed during evaluation; however, the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.